Event description:
Customer reported that she received an alarm on the insulin pump during the rewind/prime. During troubleshoot; customer was instructed to remove the reservoir and rewind the insulin pump and it alarmed again. Blood glucose level was 87 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a loose drive support disk. No alarm for the loose drive support disk due to the motor error alarm. The motor was tested outside of the insulin pump and passed. The insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.